Manufacturer narrative:
H10. Corrected data: corrected implant duration in b5.

Event description:
The surgical valve was implanted 15 years, two (2) months, at time of the valve-in-valve procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted in aortic position underwent valve-in-valve procedure after 10 years, two (2) months, due to severe aortic regurgitation. Patient experienced chest pain and shortness of breath. A 23mm transcatheter valve was successfully implanted within the surgical edwards valve. The patient was noted as to be stable after the procedure.